Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were troubleshooting the arctic sun device with an air leak and low flow issues, found out that the fluid delivery line (fdl) was causing the problem, they removed the fluid delivery line (fdl) and plugged the left port and the inlet pressure (ip) was stabilized at -7.0 psi, circulation pump command (cpc) was 47 percentage and flow of 1.9 lpm, and was going to try another fluid delivery line (fdl).

Event description:
It was reported that they were troubleshooting the arctic sun device with an air leak and low flow issues, found out that the fluid delivery line (fdl) was causing the problem, they removed the fluid delivery line (fdl) and plugged the left port and the inlet pressure (ip) was stabilized at -7.0 psi, circulation pump command (cpc) was 47 percentage and flow of 1.9 lpm, and was going to try another fluid delivery line (fdl).

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is a failed fluid delivery line. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.